Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), cleft in lateral and medial side for a mitraclip procedure. During the procedure, two mitraclips were implanted. It was determined that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the posterior leaflet. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.